Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the internal threads of the implant are damaged. The implant was removed. Tooth site 4.

Manufacturer narrative:
One implant was returned for investigation with the associated healing abutment attached. Visual inspection of the implant identified signs of wear from use but damage is not noted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing determined that the healing abutment and implant mated and seated as intended. No device malfunction was found. The alleged device malfunction was unconfirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.